Event description:
It was reported that the flat panel of the equipment contacted the pt, causing a laceration to the pt's lower lip. The customer hasd turned off the device's collision protection, thereby contributing to the incident.